Event description:
The pt reported no stimulation sensation; no known accident or incident occurred related to this issue. Troubleshooting revealed that the stimulator was at end of life; x-ray (date unspecified) confirmed proper placement of the leads and impedance measurement produced values of 714, 1442 and one electrode measured >4000. Revision surgery was successful; depleted neurostimulator was replaced. Pt recovered without sequela and is receiving excellent stimulation coverage and pain control.

Manufacturer narrative:
(B) (4).